Manufacturer narrative:
Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14060845 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Nonconformance records (B)(4) was generated for 1 rejection for "wrinkles on the seal" the limits allowed for this defect of ppms are currently in collection is not necessary to take an action in the process, the lot was liberated and the pths was closed. Proximal shaft assembly. Subassembly (B)(4), lot 0109080079, 0109080080, 0108080363, 0108080359, 0108080375 and 0108080376 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements. Additional info will be submitted within 30 days of receipt.

Event description:
The surgeon prepared the stent and led it to be treated, easily connected the inflating syringe to the hub. During inflation, the surgeon realized this was not possible to perform, as the contrast liquid did not enter the delivery system. The surgeon used a new device to carry out the procedure. No adverse pt consequences. The product was received and the hub was cracked.